Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a hypoglycemic event while using the ilet bionic pancreas, with a lowest blood glucose of 51 mg/dl lasting approximately 30 minutes and resolved after oral carbohydrate intake (glucose tablets and juice) without assistance or medical intervention; the user reported plans to disconnect and return the device and was advised to consult their healthcare provider prior to discontinuation or switching to backup therapy, and education was provided to treat earlier when trending down. Symptoms included shakiness, dizziness, and tongue paresthesia. Outcomes included self-treatment at home and return of glucose to target range without hospitalization or professional care. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed no device malfunction reported and user behavior indicating delayed hypoglycemia treatment. It was concluded that the cause of hypoglycemia was unclear and that the event was managed with oral glucose and education on earlier treatment thresholds.